Manufacturer narrative:
(B)(4): device not returned. Multiple attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). Results 100 damaged cartridge. Cartridge b. Batch: k5aa1g. Manufacturing date: 04/12/2013. Expiration date: 03/12/2018. Four reloads were received for analysis. Cartridge (a) was received fully fired and with the cartridge deck damaged. Cartridge (b, c, d) were fully fired and in good visual condition. The returned reloads (b, c, d) were disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. The damaged found on cartridge (a) is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. In addition, a distorted staple in the cartridge knife path was found. No functional testing could be performed due to the returned condition of the device. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a video gastroplasty procedure, when the doctor was firing loads, there was much bleeding in the lines of the staples, with some vessels "splashing". A clip was put in vessels, it was made compression with gauze and drain was placed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device malfunction in any way? Where was the bleeding coming from? Can a copy of the video be sent for review? What tissue was bleeding? Why was a gastroplasty being performed? Patients preexisting conditions? How much blood was lost? Was a transfusion required? Was the patient taking any anticoagulants? Does the surgeon wait 15 seconds prior to firing? What was the staple form? How is the patient currently? Is the patient expected to have a full recovery?